Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh and (bs) lynx mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
This report is follow up 01 being resubmitted as follow up 01 as requested by esg due to a db connection issue that occurred when the original submission was made on (B)(4) 2014. (B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele; rectocele; and enterocele. It was reported that the patient had the concurrent procedures of a bso; cystocele, rectocele, and enterocele repair performed during mesh implantation. No additional information was provided.